Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 489 mg/dl to 551 mg/dl; cause was unknown. A bolus was delivered to address elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.